Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during primary surgery, clip snapped off the device and will not hold the easy clip any longer.

Manufacturer narrative:
Evaluation summary: the reported event that easy clip forceps cannot hold the device could be confirmed. After inspection of the device, the failure mode is confirmed: the forceps does not allow to handle all easy clips anymore. The inspection revealed that this instrument is highly damaged and has a high wear. We also noticed that the nozzle is bent. In the maintenance guide of the instrumentation (l24002000-en rev l reprocessing guide), it is specified that "stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device." [Original statement - page 8] moreover, one of the end of life criterion is when there are "deformed functional surfaces (e.g. Teeth and locking mechanism)" [original statement - page 24]. As the device was manufactured 4 years ago, the wear of this device is normal and we can conclude that this forceps has reached the end of its serviceable life; therefore no credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during primary surgery, clip snapped off the device and will not hold the easy clip any longer.